Event description:
During a bilateral iliac pta/stenting treatment procedure, the stent delivery system would not cross the lesion and dislodged from the delivery balloon during its removal. The right iliac target lesion was very calcified, so angioplasty was completed with an 6x4 mm balloon. Two unsuccessful attempts were made to cross the lesion with the express-biliary ld stent delivery system (sds). In the process of removing the sds, the stent became caught on the sheath and came off the balloon. An attempt to retrieve the stent was unsuccessful. A new balloon was used to maneuver the stent into place at the target lesion and the stent was deployed successfully with this new balloon. It is noted that the physician feels that the person who attempted to remove the device just pulled it and did not work gently, therefore, causing the stent to become caught. The procedure was successfully completed. No patient injuries or complications were reported.